Event description:
It was reported that bd connecta¿ stopcock leaked at the injection valve of the infusion set. No serious injury or medical intervention was reported. Verbatim: "during installin the infussion, leakage at the injection valve of the infusion set. Handling difficulties for carers, increased risk of infection."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8254691. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to duplicate this event through the leakage testing of the submitted device. A subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. CAPA#(B)(4) was opened. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta¿ stopcock leaked at the injection valve of the infusion set. No serious injury or medical intervention was reported. Verbatim: "during installing the infusion, leakage at the injection valve of the infusion set. Handling difficulties for carers, increased risk of infection".